Manufacturer narrative:
Additional information/correction: d6.

Event description:
Additional information received from technical support indicating that the premature battery depletion could not be confirmed. It was suspected that the event may have been caused by an overestimation of the device's battery longevity. However, the clinic still believes that the cause of the event was due to premature battery depletion.

Manufacturer narrative:
The reported event of premature battery depletion and incorrect measurement were not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Device image also indicated that device was programmed to high settings. Longevity assessment was performed based on field settings and device had exceeded the expected longevity. Further analysis performed in nominal settings did not find any anomaly.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, a notification indicating that the device was at elective replacement indicator stage was noted on the device. It was suspected that the cause of the event was due to premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of premature battery depletion and incorrect measurement were not confirmed. Device was received at elective replacement indicator (eri) level due to device being programmed to high field settings. Device was programmed to nominal settings and electrical testing was performed, no anomaly was noted and device battery recovered to normal range of operation. Longevity assessment was performed based on field settings, and device had exceeded the expected longevity.